Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 115,480 joules used.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph surgical procedure "cap was lose" and "the fiber became end firing" were noted. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok" reported; no injury reported.